Manufacturer narrative:
Additional information: the onyx frontier stent was not moved or repositioned while inflated. The onyx frontier stent was implanted in the patient. The nc euphora balloon was being used to post dilate the onyx frontier stent. The hematoma occurred prior to post dilation with the nc euphora device. It was believed that the hematoma was due to the balloon/stent inflation in a restrictive lesion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image analysis: eight (8) fluoroscopic images were provided from the account. Images show the positioning and expansion of the stent. There does appear to be a blush of contrast outside the distal end of the balloon, confirming the burst. The device is removed from the vasculature but the difficult in positioning the balloons was not captured on the images. Therefore the image fails to identify the cause of the balloon burst. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, the balloon of one onyx frontier coronary drug-eluting stent ruptured/burst at a nominal inflation pressure of 12atm during the first inflation. There was no difficulty with positioning the stent at the lesion. The lesion being treated was moderately tortuous and mildly calcified with 90% stenosis located in the proximal/mid obtuse marginal (om). The onyx frontier device was inspected prior to use and negative prep was performed with no issues noted. The lesion was pre-dilated using one 2.5 x 12 non-medtronic balloon and post-dilation was performed using one 2.5 x 8mm nc euphora balloon. It was noted that delivery of both balloon catheters was difficult despite the mild calcification at the lesion. The onyx frontier device did not pass through a previously deployed stent. Resistance was not encountered when advancing the onyx frontier device and excessive force was not used during delivery. A hematoma occurred in the vessel distal to the stent which settled without treatment. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: the nc euphora balloon was inspected before use with no issues noted. Negative prep/purging was performed on the nc euphora balloon with no issues noted. Excessive force was not used advancing the nc euphora balloon. Correction: implanted date. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: annex d code. Correction: fdd annex a code a0504 removed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.